Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) over 600 mg/dl with polydypsia, polyuria, nausea, abdominal pain, and moderate ketones associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and self-treated with insulin via injection. It was reported that the loss of prime had occurred greater than 3 times in 30 days. The reporter also stated that the patient had primed while attached and 0.5 units was infused into the patient. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: on the date of the reported issue, the daily insulin delivery totals correctly reflected the user's programmed basal rates. There were multiple "pump not primed" warnings observed in black box and the force readings did not reach zero. There was no data in the black box due to continued use of the device. A rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.